Event description:
The lay user/patient contacted lifescan alleging the meter displays the battery indicator icon. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement meter was sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k082590.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/13/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that there was unnecessary pacing on the right ventricular lead due to incorrect programming. The programming was updated to increase battery longevity. The device remains in use. No further patient complications have been observed as a result of this event.